Event description:
It was reported that during a follow up, the pulse generator exhibited backup vvi operation. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.